Event description:
Customer reports to have received a failed battery test. Customer's blood glucose was unknown. During troubleshooting for failed battery test it was found that insulin pump was working as design as customer no longer received alarm. Customer was advised that battery cap would be sent as a courtesy. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.